Manufacturer narrative:
Foreign report source: (B)(6). Additional information: the initial report was sent in MFR report #: 3012307300-2018-04155 as a concomitant product to pump serial number (B)(4). Pump serial (B)(4) was also sent in MFR report #: 3012307300-2018-03975. Therefore, MFR report #: 3012307300-2018-04155 is a duplicate reported of MFR report #: 3012307300-2018-03975. Device evaluation: three (3) smiths medical cadd medication cassettes each with their own extension set (no part or lot number for extension set reported) were returned for analysis. Visual inspection showed no discrepancies. Functional testing involved accuracy testing using the cadd legacy plus pump and a balance mettle toledo, no discrepancies were found and the accuracy test was passed successfully. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd medication cassette that was filed with a solution of water and veletri at a concentration of 2875 microgram per 100 ml may have over delivered. No adverse patient effects were reported.